Manufacturer narrative:
The pump was received with a detached end cap. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests due to the detached end cap. Unable to confirm the prime or fill anomaly due to the detached end cap. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked case and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer had issues with prime fill anomaly. The customer's blood glucose level was 83mg/dl. The pump was stuck in preparing to prime loop. The customer states the pump had fallen and hit the ground. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.